Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was over 14 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The insulin pump received with intermittent up arrow button due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at lcd window corners.